Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead's fixation mechanism failed. The physician elected to not used the lead, and a new one was implanted. The patient's condition was noted as being stable.

Manufacturer narrative:
The reported event of being unable to implant the lead was not confirmed. The lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.